Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot 1025677 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1025677. Test base part number 191-000 / lot 1025677. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025677 showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on unknown sample type. There were two (2) patients, however; no demographics were provided. Pcr confirmation testing was performed generated negative results. No additional patient information, including treatment and outcome, was provided.